Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged during the implant procedure. Attempts to reposition were complicated as mannitol coating covering the fixed helix had dissolved and the helix was now exposed. The lead became stuck in the septum. The lead was tested but there was loss of capture (loc) at maximum outputs. Attempts to remove the lead was unsuccessful and for patient safety reasons, the lead was left as is. The lead remains implanted but not in service. No adverse patient effects were reported.